Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined to add the station back to the server. A field service engineer (fse) inspected the station and found the network interface card (nic) was set to dynamic host configuration protocol (dhcp) but was not receiving an internet protocol address (ip) address due to a hospital port misconfiguration. The station was switched to a secondary port, which successfully provided a dhcp ip address. Remote support service (rss) 4.12 with component manager 5.21 was installed, and an rss session was established. The medication application launched successfully however, ad login failed with a domain not found invalid credentials error. Fse escalated the issue to technical support specialist (tss) and assisted by reinstalling rss and resetting the med application to auto-launch, but ad login issues persisted. Steps from knowledge article, medstation es - bd users cannot sign-in - ids url not configured - database backup, rebuild, and sync attempts failed, and a version mismatch was identified (station v1.6, server v1.11). Per tss recommendation, the fse reimaged the station to med es 1.11 (aio5) and verified communications via rss. Ad login issues continued due to network authentication failures, as the station could not ping other stations on the pyxis virtual local area network (vlan). Then hospital information technology (it) team resolved the issue through rss by correcting network authentication, and ad login was successfully restored. The system functioned as intended after the field service engineer, technical support specialist, and hospital it troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not connected during the server upgrade and needed to be added back to their serverhowever, there were no delay to patient care and no adverse events or injuries reported based on this incident.